Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed 395 millimeters (mm) from the terminal pin. A portion of the lead appeared to be missing. Set screw marks were noted on both terminals. Suture tied tight around the lead tip segment for extraction purposes ¿ coils were deformed under this tie. Laser extraction damage noted in several places on the lead and found out that the insulation was melted. Tears and cuts were noted in the insulation and stretched conductor coils also noted in the tip segment. The silicone insulation in the tip segment was bunched up. The allegation could not be confirmed by analysis of the lead segments returned. However, extraction damage only was noted.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the suspected cause of high pacing threshold measurements was due to a bad position or chronic issue. The lead was explanted. No additional adverse patient effects were reported.